Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, siphon, pressure-flow and preimplantation testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. Crystalline debris was noted within the interior and exterior of the valve. The instructions for use that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance". A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was found to be obstructed intraoperatively. According to the report, there was no injury to the patient.